Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported inflation issue was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no other similar complaints from this lot. The investigation determined a potential product quality issue based on the noted cracks at the inflation port of the hub and multiple break (cracks) extended and intersecting at the luer end of the inflation port. In this case, it is likely that the noted cracks on the inflation port resulted in the noted leak,during return analysis and subsequently the reported inflation issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a lesion in the left iliac artery. The 8x60mm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was attempted to be inflated; however, the balloon failed to inflate. Therefore, the the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another armada 35 balloon was used to continue the procedure. Return device analysis found a leak was noted at the inflation port of the hub of the bdc. No additional information was provided.